Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Other text : device not returned

Event description:
It was reported the cartridge would not fit perfectly onto the pump, leaving a small gap in between the cartridge and the pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.